Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while resecting stomach in a laparoscopic sleeve gastrectomy, the device stopped during one of the firings. It was noted that the tissue did not appear too thick. The surgeon waited for thirty (30) seconds and then was able to complete the firing. The ¿tissue too thick¿ warning remained on the light emitting diode (led) screen throughout the entire firing. There was no patient injury.